Event description:
Previously reported in manufacturing report # 3004209178-2007-02599.

Manufacturer narrative:
Concomitant products: product ID 4300, serial# unknown, product type lead; product ID 4300, serial# unknown, product type lead. (B)(4).